Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found crack on both front corners of top case, chipped out on right plunger case and crack on bottom case. Event history log shows "primary audible alarm post error". Unable to duplicate the primary audible alarm post during functional testing at power up. Audio test was performed which passed but on the lower limit. Replaced speaker for preventive measure. Performed preventive maintenance and all functional testing. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device "primary audible alarm will not clear". No patient injury/involvement reported.